Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were broken/removed on the plunger main case. The technician found the top case (tube holders) cracked and a cracked right plunger case. The pump event history found a run motor drive error during occlusion test. The technician found a worn leadscrew and clutch halves. The root cause was normal wear and pump is over 8 years old. The technician replaced the leadscrew, right and left clutch halves. Performed all functional/delivery testing and passed.

Event description:
It was reported that a motor rate error (mre) was displayed. No patient injury was reported.